Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer experienced keypad anomaly. It was reported that customer took battery out for 24 hours and then noticed that all buttons were not responding and display screen did not turn on. Insulin pump will be replaced.

Manufacturer narrative:
The insulin pump was received with blank display due to broken solder joint on the interface board. Unable to perform idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify button keypad anomaly due to blank display. No moisture damage was found on the electronics and motor noted. The insulin pump had minor scratched display window and cracked reservoir tube lip.